Event description:
This is filed to report tissue damage, requiring intervention. It was reported that a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) with grade 4+. After grasping the leaflets with ntw clip, it was decided to reposition the clip due to lack of mr reduction. The physician was torquing the handle while grasp was made. When the clip was opened and brought back into the atrium, clot/tissue was noticed on the clip. At this point, the clip was fully closed and removed from patient. At the back table, tissue was noted to be trapped within the ntw. The imager then noted a flail which was not present earlier on the transesophageal echocardiogram (tee). An xtw clip was implanted on the flail segment, reducing mr to grade 2+. Pulmonary vein flow went from reversed to blunted. This issue reportedly caused a clinically significant delay, but the delay did not result in adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported improper or incorrect procedure or method (failure to follow steps / instructions) was associated with the user torquing the handle while the grasp was made. The reported tissue injury was related to the reported improper or incorrect procedure or method (failure to follow steps / instructions). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and delay to treatment/ therapy were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.